Event description:
Hip fracture surgery. Surgeon inserted the trochanteric fixation nail, but could not advance the locking mechanism - it was stuck. The surgeon had to take out that nail and use another one. Procedure was completed successfully, but extended by approximately 30 minutes.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record revealed no complaint related anomalies. Visual and functional eval found that the nail assembly is within specifications. The anti-rotation mechanism advances freely; indicating that there were no anomalies which could have caused or contributed to this complaint.